Event description:
On (B)(6) 2023, richard wolf medical instruments corp. (Rwmic) received a medwatch report # (B)(4) regarding a working element passive mono 12/30° part 8674225, batch # unknown. According to the received information, "while using the resectoscope. Apparent there was a fire on the hand piece to the resectoscope during a prostate procedure. No harm to the patient or surgeon during the event. The working element caught on fire during use." It is suspected that the hf connection cable mono l 5m, part ID: 815.053, batch # unknown, within the hand piece (working element passive mono 12/30° part 8674225, batch # unknown) is what had ignited. The reported issue caused a 15 minute delay in the procedure while the fire was put out and the back-up device retrieved to complete the scheduled procedure. There is no report of injury to the patient or other personnel.

Manufacturer narrative:
Device not returned to manufacturer.